Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the lcd monitor of the cardiosave intra-aortic balloon pump (iabp) was damaged. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue replaced the display top assembly (0160-00-0127). The fse completed the pm with full calibration, functional, and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA: (B)(4).